Event description:
It was reported that during a heart valve replacement procedure, the leads were damaged. The lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) -the proximal segment of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 6947 lead, implanted: (B)(6) 2011; 6949 lead, implanted: (B)(4) 2007; 5076-52 lead, implanted: (B)(6) 2007.